Event description:
Customer reported they are experiencing intermittent "temp sensor" errors after boot-up. The system was also experiencing intermittent "saturation fault" errors during exposure.

Manufacturer narrative:
Gehc surgery service personnel cleaned the tube temp sensor connector. Replaced the cross arm brake assembly. Cleaned the tube cathode cable connector and tube well. Noted some discoloring in the tube well (from the arcing) but did not see any cracks. Discussed the tube situation with robert bell, they will monitor the tube for further arcing. Regreased all high voltage cable connectors. Tested the tube ( 4- film shots @ 100 kvp/300 mas) and 2 minutes of boost fluoro. The system operation was to spec's.